Event description:
It was reported that the patient with this previously capped right ventricular (rv) lead exhibited infection. No additional adverse patient effects were reported. This previously capped rv lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).